Event description:
It was reported that the patient was experiencing repeated fever for the past two years since the implantable cardiac defibrillator (ICD) implant. The physician was unsure if the infection was related to abbott device and procedure. The ICD, right ventricular (rv) lead, left ventricular (lv) lead and right atrial (ra) leads were explanted and not replaced. The patient is recovering following the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event was infection. The device was received with normal pacing outputs, telemetry, and normal battery voltage levels. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis detected an indication of possible high-voltage circuit damage. Further analysis of the hybrid circuitry identified a shorted component, consistent with damage caused by the lead short that occurred when the leads were cut during the explant procedure. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.